Event description:
The physician had performed a peripheral intervention that lasted about an hour. After he had completed his case he elected to close with a vascade 6/7f. He performed the deployment with no complications and the device worked as expected. After the deployment physician with cardiva representatives present performed an ultrasound confirming proper closure. Aft her procedure was done and the patient was closed, the procedure was done and the patient was closed, the nurses lifted his leg where the intervention took place and put on a leg brace to stabilize. The patient was compliant with instructions for bedrest for 4 hours and was discharged with no issues. The next day, the patient called in with pain and described a bruise the size of a hand print. The physician asked him to come in to the surgery center for him to observe. After observation they concluded that the patient had a 9cm pseudoaneurysm and took him into surgery to resolve. No further issues reported.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, there is no reported indication that the device did not function as intended as the device was inserted and deployed, final hemostasis was achieved at the access. It should also be noted that pseudoaneurysms are known complications of endovascular procedures or vascular closure.